Manufacturer narrative:
The catheter was returned for analysis without the ¿wire¿ mentioned in the customer's report. The catheter tip was noticed to be bent (appeared as intentional shaping of microcatheter tip). The device was flushed with water and found leaking at the distal end, as there was a punctured at this location. An in-house guidewire was able to navigate into the catheter lumen and exited the catheter tip. No other anomalies were observed. The customer¿s report was confirmed. The lot history record review showed no discrepancies that would have contributed to the reported event.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore, the event cause could not be determined.

Event description:
Medtronic received information that the soft part of a marathon catheter was perforated by a wire during the microcatheter preparation for an arteriovenous malformation embolization procedure. The microcatheter was not used in the patient. No patient injury was reported as a result of this procedure.